Event description:
It was reported that the laser has no power but the fan was working, then smoked. The event occurred during a therapeutic prostate enucleation procedure. The procedure was completed with a similar device. There were no reports of harm. This event includes two (2) reports . Report with patient identifier (B)(6) -laser system model tfl-pls , serial number (B)(6). Report with patient identifier (B)(6) -laser fiber- tfl-fbx550s, lot unknown. This report being submitted is for report with patient identifier (B)(6) -laser system model tfl-pls , serial number (B)(6).

Manufacturer narrative:
The subject device was returned to the OEM for evaluation. The device evaluation found that the power supply had failed and burn marks were found on the back cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The olympus service department visually inspected the device and performed functional tests to assess the device status. The reported issue was confirmed. The power supply failed. Moreover, other physical damages of loose debris inside the case and burn marks on the back of the cover were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event (no power/smoke) is likely due to a faulty power supply. The event can be detected/prevented by following the instructions for use (IFU) which state: "the soltive laser system is designed for maximum safety and performance. Under normal operating conditions and careful use, a maintenance check of the device is recommended by a qualified technician, every 12 months." This supplemental report includes a correction to b5 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to h3 and h4. Olympus will continue to monitor field performance for this device. H3 other text : device inspected by the olympus service department

Event description:
The laser stopped working in the middle of the procedure. The user tried turning the laser back on, and the fan sounded like it was ¿on¿ inside the unit. However, the device was not receiving power and the screen did not turn on. Although there was a procedural delay, it was reported that the exact time of delay is unknown. It was reported that the device was evaluated by a biomedical engineer, who turned the device on and reported that smoke and fire were coming out of the unit. Although, the specific location of the smoke and fire is unknown.